Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 491 mg/dl. Customer had symptoms of nausea and difficulty in breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was in emergency room as a result of high blood glucose level. The customer was treated with insulin pump. Customer does not allege that insulin pump was under delivering. Customer declined to check for possible site or insulin issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. (B)(4).

Event description:
It was reported that the customer's insulin pump was over delivering the insulin. The customer¿s blood glucose level was low but unknown at the time of the incident. The customer also mentioned going high and possible under delivery. Troubleshooting was not completed. The insulin pump will not be returned for analysis.